Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy 02 ventilator. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, an oxygen blending module air flow sensor failed error code was found in the device's error log. The service technician states that the oxygen blender printed circuit assembly (pca) board needs to be replaced to resolve the issue. Additionally, the motor blower assembly and base enclosure need to be replaced. The customer requested the device be returned unrepaired. No further investigation is required.